Event description:
A trilogy 100 was returned to the manufacturer due to the device requiring preventative maintenance. No allegations or indications of malfunction have been reported. Upon evaluation of the device, a system failure error was found. The device's circuit board was replaced to address the issue.